Manufacturer narrative:
Customer has not extracted any rescue data from the unit. We are awaiting receipt of the unit, the rescue file and responses to rescue questionnaire from customer. Pt status unknown at this time.

Event description:
Customer states the AED lid was opened and pads were placed on pt. Unit never said anything past the first prompt, tear open package and remove pads. Stated it kept repeating. Customer unplugged pads and placed new pads in unit, it still didn't say anything past tear open package. Emergency medical technicians arrived and took over with their own machine.